Manufacturer narrative:
(B)(4). Physio-control provided the customer, a biomedical engineer with technical assistance. The biomedical engineer evaluated the device and was unable to duplicate the reported issue. After observing proper device operation through functional and performance testing, the device was returned to service. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that they were using this device on a patient and the device displayed a "remove test plug" message. The device was no recognizing the therapy cable and as a result, defibrillation therapy may not have been available, if it was needed. Physio-control contacted the customer to request additional information on the patient involved in the event. The customer advised that no patient information is available.